Event description:
It was reported that during use, the shaft of the hi-torque balance middleweight (bmw) universal ii guide wire was advanced without resistance, however, separated in the distal area of the shaft. The guide wire was able to be withdrawn from the anatomy without resistance. Another unspecified universal ii bmw guide wire and a non-abbott drug-eluting stent were used in completing the procedure. There were no reported adverse patient effects and no occurrence of a clinically significant delay. No additional information for this case was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The separation was able to be confirmed. Based on a visual analysis and scanning electron microscopy imaging of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). The device has been received, however, the evaluation has not yet been completed. A follow-up report will be submitted with all additional relevant information.